Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. The reported event could not be confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were reviewed by a healthcare professional. The patient underwent an initial right total hip arthroplasty (tha) and attended several follow-ups reporting no issues, no pain, and no radiographic abnormalities. At the 10-year follow-up, the patient reported mild right hip pain with a prior onset. The patient received an injection, after which the symptoms reportedly resolved. No further information was provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information.

Manufacturer narrative:
(B)(4). D10. 54mm o.d. Size jj porous uncemented with cluster holes shell use with jj liners item# 00875705401 lot# 63165497. 36mm i.d. Size jj neutral liner use with 54mm o.d. Size jj shell item# 00885101136 lot# 699976. Femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 9 standard offset item# 00771100900 lot# 62457796. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient had an initial right tha. Subsequently, approximately 11 years and 4 months post implantation, developed mild right hip pain which has required iliopsoas injection. Symptoms have reportedly resolved at this time. Diligence is completed and no further information on the reported event has been provided.